Event description:
It was reported that there was an atrial lead warning for high impedance. Atrial high rate episodes (ahre) were recorded, some looked real but some looked non-physiologic. Isometrics were done while doing lead impedance measurements in both unipolar and bipolar and they were stable; it couldn't be reproduced in the office. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) aortic tissue valve (B)(6) 2003; (B)(4) implantable pulse generator (B)(6) 2011. (B)(4).